Event description:
The facility reported a pump with a condition of "continuous occlusion". This condition occurred during patient infusion. According to the facility representative, this event interrupted the infusion and the pump was swapped out in order to continue patient infusion. There was no patient injury or medical intervention necessary according to the facility representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.